Manufacturer narrative:
The returned product was assessed for indications of malfunction or thermal event. Crusted battery acid found was observed inside the battery compartment. Top battery cluster was installed wrong. No issues or malfunctions found inside pump housing.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report black fluid leaking from the pump base of the purely yours breast pump as she pumped in the car on (B)(6) 2015. She states this was the first time using batteries to power on the breast pump. Customer reports opening the battery compartment door and this black fluid got on her hand. She denies any burn, injury or property damage when this event occurred.